Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received a scs system on (B)(6) 2008. It was reported that the patient did not have stimulation. The sjm representative tried alternate programmers to resolve the issue but to no avail. The patient is working with his physician to determine next course of action. No further information is available at this time.